Event description:
It was reported that the patient underwent a shoulder replacement. Subsequently, the patient experienced long thoracic nerve palsy. The patient was advised to complete a home exercise program and received a subacromial steroid injection for possible rotator cuff tendonitis. The issue was ongoing as of 2024. The outcome is considered continuing. No further information is available.

Manufacturer narrative:
D10: humeral stem or stemless (cat#: 300-30-09). Reverse humeral liner (cat#: 320-42-00). Reverse humeral tray (cat#: 320-10-00). Reverse glenosphere baseplate (cat#: 320-15-01). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.